Event description:
On (B)(6) 2012, the patient contacted animas and stated that the keypad buttons were sticking. There was no additional information available for this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 07/26/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the keypad was intact. Evaluation revealed that the down arrow and ok keypad buttons were intermittently unresponsive and the other buttons responded appropriately. Evaluation revealed that there was contamination under all of the keypad contacts.